Event description:
Paramedics responded to a person conscious but in cardiac distress. The device was connected to the pt with ECG electrodes and diagnosed in ventricular tachycardia. Disposable multifunction electrodes were connected to the pt for a synchronized cardioversion but, according to the reporter, when the charge button was pressed, the device alarmed connect electrodes. A backup device was called for and used and the pt transported in stable condition to the hosp.